Event description:
This report is filed for vessel perforation reportedly associated with the steerable guide catheter (sgc). It was reported that resistance was noted during advancement of the steerable guide catheter (sgc) through the heavily tortuous inferior vena cava (ivc), but the sgc was able to reach the right atrium. The clip delivery system (cds) was then advanced through the sgc and the system was steered down to the valve. When the clip arms were being lined up to the left ventricle, the blood pressure dropped. The mitraclip procedure was aborted and bleeding was suspected. A perforation was noted in the inferior vena cava just below the renal veins. Reportedly, the sgc is thought to have caused the ivc perforation. A non-abbott covered stent was implanted at the perforation and 4 units of blood were transfused. The patient was stabilized and has been extubated. Reportedly, the patient is awake and would like to try the mitraclip procedure again. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the device history record revealed no non-conformances for the lot. A query of the electronic complaint handling database indicated there had been no similar reports of physical resistance incidents reported for this lot. The reported patient effects of perforation, hemorrhage and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Potential causes for resistance noted during advancement of the guide (physical resistance) may include, but are not limited to, procedural conditions (procedural circumstances influencing the difficulty advancing the steerable guide catheter, sgc), manufacturing anomalies, patient anatomy (tortuous anatomy, or physical obstruction), or user technique (curve on the device), preventing the sgc from advancing forward. The reported physical resistance appears to be related to patient anatomy (tortuous inferior vena cava-ivc). It is possible that attempts to pass the sgc through resistance due to the heavily tortuous ivc, likely caused the perforation, which then caused the bleeding (hemorrhage) and the cascading effect of hypotension. The reported patient effects of perforation, hemorrhage and hypotension appear to be related to patient/procedural conditions. Based on the information reviewed, there is no evidence of a product deficiency associated with this device.